Manufacturer narrative:
Upon reassessment of the reported event and receipt of information from the patient, it was determined an MDR should not have been filed as no product problem, serious, or malfunction has been identified. Please void this submission.

Manufacturer narrative:
(B)(4). Implant date - unknown date in 2011. Multiple MDR's were filed for this event. Please see associated report(s): 0001822565 - 2018 - 02653, 0001822565 - 2018 - 02654. Concomitant medical products: 00-6305-056-36 liner lot 61633219, 00771101200 femoral stem lot 61647135, 00877503601 biolox delta eramic femoral head lot 2581888. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported patient underwent right hip arthroplasty. Subsequently patient is experiencing pain. No revision has been reported. No further information has been made available at this time.